Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 2.75x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noticed that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR. : promus element plus,mr,ous 2.75x32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 2.75x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noticed that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.